Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was allegedly broken. The lcd screen was replaced. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the system board was observed. The system board was replaced to address the issue.